Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise oversensing leading to inappropriate mode switch. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.